Manufacturer narrative:
Insulin pump was received with blank display and constant tone. Unable to determine the root cause, problem isolated to interface board. Unable to verify missing segments/partial display due to blank display. Unable to perform functional testings due to blank display. Unit was received with minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 90 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.